Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: hospital: [name] "when the doctor wanted to start using the clip, the clips did not come out and was stuck. The clips were stuck." Additional feedback received from our territory manager via email on 21 march 2025: was a clip loaded into the jaws? No. What model/size trocar was used? Applied 5 and 10mm. Was the incident initially observed when the first clip or a subsequent clip was loaded? Did it occur again? No. If so, how many times did it occur? Since the beginning of the case the clip wasn't working when the clip was loaded and visible between the jaws of the device, was it properly seated? Yes. Was a clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar? No. If so, was the actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest? Yes. Was a loaded clip manually removed from the jaws? No. If so, was the device actuated and reset? How was the clip removed from the jaws? Not removed. Could the trigger be easily and completely actuated? Or was there resistance in trigger actuation? There is resistance. Intervention: replaced with another clip. Patient status: recovered.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as all clips loaded and closed properly and no resistance in the trigger was observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations found were identified. Correction to h6. Component code.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: hospital: [(B)(6)] "when the doctor wanted to start using the clip, the clips did not come out and was stuck. The clips were stuck". Additional feedback received from our territory manager via email on (B)(6) 2025: was a clip loaded into the jaws? No. ¿ what model/size trocar was used? Applied 5 and 10mm. ¿ was the incident initially observed when the first clip or a subsequent clip was loaded? ¿ did it occur again? No. ¿ if so, how many times did it occur? Since the beginning of the case the clip wasn't working ¿ when the clip was loaded and visible between the jaws of the device, was it properly seated? Yes. ¿ was a clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar? No. ¿ if so, was the actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest? Yes. ¿ was a loaded clip manually removed from the jaws? No. ¿ if so, was the device actuated and reset? ¿ how was the clip removed from the jaws? Not removed. ¿ could the trigger be easily and completely actuated? Or was there resistance in trigger actuation? There is resistance. Intervention: replaced with another clip. Patient status: recovered.